Event description:
On (B)(6) 2011, a spectra penile prosthesis was implanted. On (B)(6) 2011, the device was removed and replaced with an inflatable penile prosthesis, reason not indicated. Add'l info was requested and not provided.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be reevaluated and a f/u report will be sent.